Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Additionally, the patient reports having pain at the pod infusion site. Treatment for reported issue was not provided. Patient also reported using a looping system which is consider off label use of the product.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.